Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, upon interrogation it was impossible to obtain an r-wave measurement and an error message was displayed. Technical support was contacted and advised to restart the programmer and reattempt interrogation. Another attempt will be made at the next follow-up appointment.